Event description:
Boston scientific received information that during the one week post implant follow-up, this right ventricular lead exhibited loss of capture at maximum outputs; lead dislodgment suspected. No x-ray was performed; however, the device was reprogrammed to monitor only. The patient has an intrinsic rhythm at 50 bpm and no adverse effects have been reported. A lead revision is planned for some time in the future.

Manufacturer narrative:
Once new information is received, a follow-up report will be submitted.